Event description:
Event description: it was reported that liner, head exchange due to poly wear. Srom stem. Smith & nephew reflection cup. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".